Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the 130318a device self-activated during pre-op testing without the use of the buttons on (b)(60 2016. There was no delay caused by this event. There was no injury to patient or user reported. Further assessment information was requested; however, no further information was available per the reporter. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 130318a in unoriginal packaging. Lot number could not be verified. Performed a visual inspection, there were no obvious signs of abnormalities or defects. Performed a functional inspection, the device functioned as intended. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record were not reviewed since the lot number of the device is not known. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: safety tips: -always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use. -inspect and test each device before use. This issue will continue to be monitored through the complaint system to assure patient safety.